Manufacturer narrative:
Results: evaluation of the returned alarm and sensor pad did not confirm the reported issue; the alarm sounded as it should when weight was removed from the sensor. Both the sensor and alarm passed all functional testing. The alarm has bent battery springs. (B)(4).

Event description:
The customer reported that while the patient was in use with the alarm and sensor, when the patient got up off the sensor, the alarm did not sound. The customer reported the patient fell and received a head injury. The customer would not provide any further information in regards to patient status, condition or demographics.